Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with mild calcification and moderate tortuosity in the right coronary artery. The nc trek balloon catheter met resistance with the copilot during advancement which caused the hypotube to break in two pieces. The balloon catheter was removed without issue as the distal end of the balloon catheter was in the proximal end of the guiding catheter and was able to be removed. A new balloon catheter was used with the same copilot successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was received. Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.